Event description:
It was reported that the customer sat on the pump and as a result the touch screen became shattered. Although the pump was functional, the customer could not interact with the screen. The customer's blood glucose was 171 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.